Manufacturer narrative:
A sample has been received, but the eval has not been completed. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A clinical director reported that during surgery, bubbles were present. There was no impact to the surgery, and the case was completed with no pt harm.